Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter was backing up and did not drain.

Manufacturer narrative:
The reported issue (it was reported that the foley catheter was backing up and would not drain. Additional information has been requested but not yet received) was confirmed. Per visual evaluation, it was noted that there was calcification inside the catheter and in the eyelets section (calcification inside). During the functional evaluation, the catheter was not capable to drain, due to the calcification inside the catheter and in the eyelets section. The calcification inside the catheter and in the eyelets section was removed, then, the catheter was capable to drain. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Catheters should be replaced in accordance with the cdc guideline 'guideline for prevention of catheter-associated urinary tract infection'. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced." (B)(4).

Event description:
It was reported that the foley catheter was backing up and did not drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was backing up and did not drain.